Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of inner stylet of the navigator was left in the distal part of the ureter. The tip was retrieved by letting it pass out from the ureter using a uromax balloon dilator. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.